Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a low impedance message was seen when interrogating the patient's vns. It was also noted that the patient has been experiencing an increase in seizures. An x-ray image was also provided for review. Session report 6/7/24 - diagnostics: output (ok) 1.75 ma / impedance (low) <=600 ohms. Parameters - normal 1.75 ma / frequency 20 hz / pulse width 250 usec / on sec / off 3 min / autostim 1.875 ma / pulse width 250 usec / on sec / magnet 2 ma / pulse width 500 usec / on sec. An ap chest x-ray was reviewed by cqe. The generator appears to be placed distally in the left chest at rib four. Due to the image quality an assessment cannot be made on the feedthrough wires or the lead at the connector pin. The lead was observed in the patient¿s neck and appears to be routed toward the patient¿s left chest. A strain relief bend and two die downs are present and appear to be place per labeling. The strain relief bend is not placed per labeling. The lead appears to be routed behind the generator. No sharp angles or gross discontinuities were identified in the visible portion of the lead. No conclusion can be drawn on the cause of the patient¿s low impedance in the images provided. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images.